Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed several tests during pre-use check. The ventilator was investigated on site by our field service engineer. According to service report the unit failed flow transducer test, safety valve test and patient circuit test running the pre-use check. Further investigation revealed that o2 gas module was defective. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).